Event description:
Additional information was received from the patient (pt). The reason for call was pt said they didn't think their stimulator was working. They had not felt it for 2-3 weeks. Pt said they called earlier but had to end the call so they were calling again today because they didn't feel same sensation. Pt said it had quit once before but they did not know why and their doctor found it was off. Pt said they found out when they called patient services if it drops below 10% it can turn off. Pt said they noticed, 3-4 weeks ago, they stopped feeling it and noticed maybe their kidneys were not working right again. Pt said they did not use their equipment and they did not know how to use it. Patient services offered to assist pt to synch with their ins and when they did they said the handset showed: por has occurred please check device battery level. Patient services reviewed information about por, and assisted pt to turn stimulation back on. Patient services reviewed control equipment general use and function and offered/sent email with quick guide, and device information. Patient was redirected to their doctor. The troubleshooting steps that were taken on the call resolved the issue. During the call recharging was also discussed. Pt said they had been charging once a week and went to every other week. Patient services reviewed some recharging best practice.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  patient said they don't think their ins is working because they can no longer feel stim. Patient said they haven't felt stim in 2 weeks now and usually when they turn a certain way, they can feel stim and it lets them know the ins is on. When asked if patient was receiving 50% or greater reduction in symptoms they said yes. Patient said they are still able to urinate and they take flomax at night. Patient also mentioned they saw their hcp and when they connected to the patient's ins, the battery was at 40% and the ins was turned off. Patient said the ins had been off for 3 weeks and they didn't know it until the hcp visit. Patient said they found that maybe on (B)(6) 2023. Patient said the ins has turned itself off once before right around the 1st of march. Patient said they went on a trip and went through the scanner 3 times but the hcp told them it wasn't likely to cause the ins to turn off. Patient said they charge their implant every 2 weeks. Reviewed therapy vs stim sensations. Reviewed that ins can turn off due to low/depleted battery and has potential to turn off due to emi. Recommended patient keep an eye on therapy symptoms and ins while charging to view therapy on/off and redirected to hcp to check circutry and internal components to address reasons why ins may have turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.